Manufacturer narrative:
Concomitant medical products: 3357-40c lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and high threshold on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.